Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation found that the b30 scope communication error could not be duplicated; however, the possibility that it did occur could not be denied. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the angulation lever did not move smoothly due to damage, the image guide bundle had significant breakages / a stain, the control unit had corrosion due to water leakage, the scope connector had corrosion due to water leakage, the ultrasonic connector had corrosion due to water leakage, and water tightness was lost due to a pinhole in the channel tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope experienced a b30 scope communication error. The issue was generated after equipment replacement. There were no reports of patient harm and there was no procedural involvement.